Event description:
The recipient reportedly experienced skin flap breakdown and the device was exposed. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient reportedly had a thin skin flap. The recipient is reportedly healing well.

Manufacturer narrative:
(B)(4). Additional information: device available for evaluation? Correction: evaluation codes. The external visual inspection revealed that the electrode was severed prior to receipt, as well as a dislodged electrode ground ring sleeve and tool damage to both top and bottom covers. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. .

Manufacturer narrative:
(B)(4). The recipient's implant site has reportedly healed. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company. A review of the device history record revealed no anomalies. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report.